Manufacturer narrative:
Manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens, is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4)

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced lens rotation not associated to a low vault. The lens was removed and replaced with a same length but different power and the problem was resolved.

Manufacturer narrative:
Corrected data: b5 - a facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced lens rotation not associated to a low vault. The lens was repositioned but this did not resolve the issue. The lens was removed and replaced with a lens of the same length but different power and the problem was resolved. Cause of event is unknown. Product evaluation: h3: device evaluation - lens was returned dry in microcentrifuge vial with residue/debris on vial. Visual inspection found haptic bent. Dimensional inspection found the lens to be within specifications. Additional information: h6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim#: (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced lens rotation not associated to a low vault. The lens was repositioned but this did not resolve the issue. The lens was removed and replaced with a lens of the same length but different power and the problem was resolved. Cause of event is unknown.